Manufacturer narrative:
Article citation: laroche, daniel, et al. "Baerveldt attached to xen: a new technique to manage failed xen glaucoma surgery." Journal of glaucoma, vol. 27, april 2018, page 382-384. (B)(4). The reported events of absence of bleb, fibrosis, low intraocular pressure, high intraocular pressure and gel stent blockage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The author has declined to provide allergan further information regarding event, product, and patient details. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
The article: "baerveldt attached to xen: a new technique to manage failed xen glaucoma surgery" noted events in which a patient with an implanted failed xen®45 gts had their intraocular pressure go up to 24 mmhg in the left eye on post-op day 14. Ocular massage and eye drops dorzolamide/timolol were used to lower the iop. 2-weeks post op, iop was noted to be 36 mmhg with poor visibility of xen gel stent and flat bleb. Additional medications were added and patient was scheduled for secondary glaucoma surgery with the baeveldt implant. The baerveldt 250 implant was inserted in the superonasal quadrant above the extraocular muscles and sutured to the sclera. The baerveldt tube was correctly positioned to accept insertion of the present xen gel stent. The double lumen was sutured to secure the position. Additional information was received noting "the xen device was blocked by subconjunctival fibrosis," and the "technique with the baerveldt is aimed to prevent this." Thus once the subconjunctival fibrosis was removed, xen device was working and preserved with aforementioned technique.